Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer¿s daughter reported the customer received lower readings from the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a sensor scan result of 5.2mmol/l, experienced symptoms of dizziness and nausea, and was taken to the hospital for testing. At the hospital, an hcp meter reading of 32mmol/l was obtained within 10 minutes of the sensor scan result and an additional reading of 36 mmol/l was obtained one hour later and compared to a sensor scan result of 5.6 mmol/l. The customer was diagnosed with hyperglycemia and received unspecified treatment and was reported ¿still in the hospital¿ at the time of the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s daughter reported the customer received lower readings from the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, the customer obtained a sensor scan result of 5.2mmol/l, experienced symptoms of dizziness and nausea, and was taken to the hospital for testing. At the hospital, an hcp meter reading of 32mmol/l was obtained within 10 minutes of the sensor scan result and an additional reading of 36 mmol/l was obtained one hour later and compared to a sensor scan result of 5.6 mmol/l. The customer was diagnosed with hyperglycemia and received unspecified treatment and was reported ¿still in the hospital¿ at the time of the call. There was no report of death or permanent injury associated with this event.